Manufacturer narrative:
Medwatch submitted to the FDA on 12/18/2015. Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations. If you have a patient who has experienced one or more serious problems related to her breast implants, you are encouraged to report the serious problem(s) to the FDA through the medwatch voluntary reporting system for her. Examples of serious problems include disability, hospitalization, harm to offspring, and medical or surgical intervention to prevent lasting damage. Thirty-six (B)(4) of the primary augmentation patients in the (B)(6) study reported a reproduction problem through 10 years, most commonly miscarriage. Six (B)(4) revision-augmentation patients experienced a reproduction problem, most commonly miscarriage, through 10 years. Two (B)(4) primary reconstruction patients reported a reproduction problem through 10 years. No revision-reconstruction patients experienced a post-implantation reproduction problem.

Event description:
Patient reported having experienced a "miscarriage" due to "fetus had a severe, known congenital defect," specified as "turners syndrome." Follow-up attempts unsuccessful. Causality remains unknown. No indication of treatment. Device remains implanted. This medwatch is for the right side. See MFR # 9617229-2015-00587 for the left side.